Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose ran high to 500 mg/dl. The customer treated with manual injection. The drive support cap appeared normal and recessed. The customer had already changed the infusion set. The time and date were correct but the customer was unsure if the basal rates or bolus wizard were programmed accurately. The customer was advised to refer to a health care professional regarding these settings. The bolus history displayed all entries based on the customer's recollection. The customer was unable to perform the high pressure test. The customer was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. The insulin pump was not returned or replaced.